Event description:
It was reported that patient presented in clinic with non sustained lead noise after receiving vibratory patient notifier. The egm strips reviewed shows sensing latency on far field channel. Programming changes were recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.